Event description:
Allegedly stem was removed during revision of broken neck.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. This report will be apdated when the investigation is completed. This is the same event as 1043534-2008-00295, 00296, and 00298. This event occurred in another country.